Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inquiry regarding sensing options was needed due to this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting inappropriate shocks due to oversensing when the patient's rate got high. Technical services (ts) discussed viable options, however ts could not ensure what was going to happen in other sense vector configuration. At this time the device remains implanted. No adverse patient effects were reported.